Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with the available patient information. Patient fields in which information is not provided were intentionally left blank.   Physio-control will not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council. A physio-control field technician evaluated the customer's device and was unable to duplicate the reported issue. The electronic patient record was downloaded and reviewed. The reported issue was verified. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted physio-control to report that their paddles lead ECG was distorted during patient use. As a result, defibrillation therapy may not be available, if needed there were no reports of adverse effect to the patient as a result of the reported event.